Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected, and the prod was within spec.

Event description:
Info was rec'd that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. Per the report, the pt woke up a day prior, with high blood glucose. The pt did not eat anything all day and went to school not feeling well. After he returned from school, his blood glucose was still high and he began vomiting. His blood glucose was measured at 425 mg/dl. He was brought to the hosp where upon admit his blood glucose was 495 mg/dl. The pt was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.